Event description:
It was reported that the pump had a system fault. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
B3. Date of event: unknown. One pump was returned for evaluation. Visual inspection found the pump was in used condition. Functional testing was performed and the intermittent motor was identified as the cause of the error code 112.